Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this cardiac resynchronization therapy defibrillator (crt-d) detected a loss of capture on this right atrial lead. It was reported that the right atrial lead appeared to have dislodged during the implant of the left ventricular lead, possibly during defibrillation testing or when the pt became combative coming off of the anesthesia. No adverse pt effects were reported. The lead was later successfully repositioned. Initial investigation is completed as no further information is expected. Should additional information become available, this event will be updated.